Event description:
During repair of the uterus after cesarean section, the distal segment of a 3-0 vicryl needle broke off in the uterine wall. Despite extensive attempts to locate the needle segment (approximately 1 cm), including fluoroscopy, location was unsuccessful and further dissection of the myometrium was deemed inadvisable given blood loss and surgical time. The needle segment was seen in the myometrium on fluoroscopy, so concern for intraperitoneal location was ruled out.